Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with 199:117:307:0000 failure code was confirmed and reproduced during product evaluation. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. The device has been serviced five times prior to this event. The device has not been previously sent into service for the reported condition of fail 199:117:307:0000. During previous service on (B)(6) 2006 the batteries were replaced. Also during previous service on (B)(6) 2008, (B)(6) 2009, (B)(6) 2010 the batteries and battery harness were replaced. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Event description:
The facility reported a colleague infusion pump with failure code 199:117:307:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There are no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.